Event description:
During installation of the device, the field service representative reported the roller pump would not start. The pump was sent for evaluation. Since the event occurred during installation of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.